Event description:
Asr revision; asr xl acetabular system - left hip; reason(s) for revision: pain.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl acetabular system - left hip; reason(s) for revision: pain. Added form (B)(4) from duplicate (B)(4), dated 5th september, 2013. Additional reason for revision - feeling of instability. Update received 19th september, 2013. Revision date amended. Update received 4th july 2014. Adverse incident report received from patient. Patient details and incident number added. Revision date corrected. New fields completed. More detailed reasons for revision received. Please see attachment for further details. Reasons for revision - pain, feeling of instability, increased metal ion level, mental anguish, pseudo tumour and metal debris. Component loosening (cup). Confirmation received 15th july 2014 - the cup was the component that was loosened.